Event description:
It was reported that this patient was admitted to the hospital. An electrocardiogram was perform and exhibited no capture with a ventricular escape rate of 28 beats per minute. No syncope was observed as a result of the ventricular escape rate. A device interrogation was performed and confirmed that when attempting to rv pace at max output, no ventricular capture was observed. Subsequently, the device was programmed from bipolar configuration to unipolar configuration and successful capture was obtained. Ultimately, the patient underwent additional surgical intervention where the right ventricular (rv) lead was surgically abandoned and replaced as a result of exhibiting loss of capture and noisy signals. Additionally, during the revision procedure, it was noted that there was visual confirmation of insulation damage of the outer pacing coil where the lead crossed the device at the base of the pocket. A new rv lead was successfully implanted. No additional adverse patient effects were reported.